Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with the afapro28 balloon catheter with lot number 13101 on the date of the event. At the middle of the first ablation the pressure increased suddenly and flow dropped, but then stabilized. In conclusion, phrenic nerve palsy occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis/is still expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). There was no additional hospitalization or surgical intervention required. The patient is asymptomatic, however the phrenic nerve paralysis has not resolved. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.